Manufacturer narrative:
Additional information: g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the loading unit was clamped on tissue, with the clamp button located at the cut line. Three unformed staples were inside the patient¿s cavity. Two loading units were seen removed totally from the patient¿s cavity in another picture. Both loading units were loaded onto handles, both still inserted in ports. Both loading units were partially fired, with staple pushers visible. The anvils of both loading units were bent. It was reported that the staples did not form as expected, the device was difficult to unload, the device broke, and staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatic resection, on ligation of left portal vein and left hepatobiliary, staple formation failed on two staplers. Some staple was falling out with incomplete formation. Both staplers fired completely but there was an incomplete staple line on distal area on the first reload and central area on the second reload. Staple cartridges got broken while firing. The vessel was temporarily burst because staple did not have successful formation. Surgical time was extended for 30 minutes or more. After firing, the reload failed to be removed from the handle. To complete the case another stapler from the competitor was used.